Event description:
A malfunction was reported where the time on the pump was falling behind by an hour and eight minutes. There was no adverse impact to the customer's blood glucose level. Follow-up was declined, and no other information was provided, so no further action was required.